Event description:
It was reported that the patient underwent a posterior lumber spinal fusion at l4-5 to treat spondylolisthesis. It was reported that the l5 lamina was fractured during screw insertion via cortical bone trajectory. The l5 screw was replaced with a hook. No additional patient complications were reported.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are part# 54740007540, lot h11e1856, expiration date 06/01/2019; lot h11h0042, expiration date 10/17/2019; part 54740006545, lot h11k5822, expiration date 11/06/2019, lot h11k5833, expiration date 11/05/2019. (B)(4). These parts are not approved for use in the united states; however a like device catalog # 54840007540, 54840006545, 510k # k091974 was cleared in the united states. The manufacture date for lot h11e1856 is 06/01/2011; the manufacture date for lot h11h0042 is 10/17/2011; the manufacture date for lot h11k5822 is 11/06/2011; the manufacture date for lot h11k5833 is 11/05/2011. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.